Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. The transmitter was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. A pairing test with the nordic bluetooth device was performed and passed. The global transmitter final functional test was performed and passed with no deficiency. A voltage test was performed and passed. Share data log was unavailable for review. However, a bin file analysis was performed with failing results. The reported customer complaint was confirmed as the device failed bin review. The root cause could not be determined post investigation.